Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope relayed a scope communication error to the monitor (error code e315). The customer reported the scheduled procedure was a diagnostic colonoscopy. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issue (error code 315) was not confirmed, but testing showed the device did not relay an image to the monitor due to a problem with the memory chip. During functional testing, the following issues were also noted: the distal end cover insulation and insertion tube insulation was out of specifications; the angulation control's angle was out of specifications; the resolution of the relayed image was out of specifications; the biopsy valve leaked; and the light guide prong was loose. Inspection also showed the labels were peeling. During examination, the following parts were found to be non-olympus components from a 3rd party service: charge-coupled unit; light bundle; distal end cover; objective lens; light guide lens, air/water nozzle; bending section cover; bending section cover adhesive; bending section teflon tape; insertion tube; and light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.